Event description:
The customer stated, she was hospitalized for unknown high blood glucose levels. The customer also stated she dropped the insulin pump prior to the hospitalization and stated it was no longer working. The insulin pump did have a crack after being dropped. Unable to troubleshoot the insulin pump as the customer did not have supplies at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.